Event description:
A power source alert 07 was reported, which did not adversely impact the customer's blood glucose level. The issue led to a pump shutdown, and troubleshooting efforts, such as trying a different wall adapter, were unsuccessful. Therefore, the pump was under warranty and scheduled for replacement. The customer was informed about switching to mdi as an alternate insulin delivery method and received instructions on how to return the faulty pump using a pre-paid label within 10 days.